Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The operator performed functional testing and visual inspection. The customer's problem was confirmed. The device was found to have lcd display pixels and rear housing damage. The device also found alarming blockage with error code 104 due to inoperable downstream occlusion sensor. Therefore, the lcd display will be replaced as the primary and the front housing is also be replaced as part of the repair process.

Event description:
Information was received indicating that the cadd ms3 pump's lcd display pixels is damaged and keeps alarming blockage. There were no adverse events reported.